Event description:
A customer reported that an rh mistype occurred when testing with anti-d (monoclonal blend) series 4 on the galileo.

Manufacturer narrative:
A review of the result files for the unexpected positive reactivity showed that results appeared as reported by the galileo. In-house rh(d) hemagglutination testing was performed on five in-house donor samples with known rh(d) phenotypes and retention weak d reagent red cells, lot 20764 using retention anti-d (series 4), lot 504852, anti-d (series 5), lots 505651 and two other commercial sources of anti-d antisera . Controls performed as expected, and the expected results were obtained with all donor samples. Rh(d) hemagglutination tube testing was also performed on the customer's submitted sample using retention anti-d (series 4), lot 504852 and anti-d (series 5), lot 505651 and two other commercial sources of anti-d antisera at immediate spin (is) and weak d. Controls performed as expected and the sample resulted as negative at both is and weak d with all anti-d antisera used.